Event description:
Pt presented 2003 with signs of an infection of the device pocket and lead track. These include fever and redness. Cultures of the device pocket and lumbar region were obtained and staphylococcus aureus (mrsa) was the organism cultured. The pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved. Hcp reported pt's risk factor is diabetes.